Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the pump insulin on board calculation was not calculating correctly into the bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during testing, the pump powered on properly. An ezcarb bolus was calculated, and the insulin on board (iob) value was accurately reflected in the recommended bolus amount; the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.